Manufacturer narrative:
(B)(4). Note: pi number is unknown as the lot number was not provided. A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing, including sterilization prior to shipment and a documentation review by the quality department. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that during the deployment of 13 to 15 mynxgrip vascular closure devices (vcds), the deployers shuttled down, hit a hard stop; however, the white advancer tube did not expose. It is unknown how many patients were involved. The vcds were being used in conjunction with a 5f procedural sheath introducer for femoral arterial closure following interventional peripheral procedures. Manual compression was applied for 30 minutes or less to achieve hemostasis. The patient's hospitalization was not extended. No serious injury was noted. The patients were noted to have recovered. The vcds used in the procedures were discarded, therefore, will not be returned for analysis; however, 9 unused devices will be returned.

Manufacturer narrative:
Complaint conclusion: it was reported that during the deployment of 13 to 15 mynxgrip vascular closure devices (vcds), the deployers shuttled down and hit a hard stop. However, the white advancer tube did not expose. It is unknown how many patients were involved. The vcds were being used in conjunction with a 5f procedural sheath introducer for femoral arterial closure following interventional peripheral procedures. Manual compression was applied for 30 minutes or less to achieve hemostasis. The patient's hospitalization was not extended. No serious injury was noted. The patients were noted to have recovered. The non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was not returned for investigation. 9 sterile unused mynxgrip devices were received for evaluation in the original sealed packages. Three samples were randomly chosen, one from each lot for visual inspection and no anomalies were observed. Three sterile unused mynxgrip vascular closure device 5f were returned for investigation. During the investigation, leak testing was performed at which time no leak was found in the balloons. The balloons were fully inflated with water and pressure was maintained and the inflation indicators performed per specification. Shuttle down procedure was simulated and the advancer tubes were able to properly engage the tamp locks. All three devices passed simulated deployment and are deemed to meet specifications. A review of the manufacturing documentation associated with lots f1722301, f1724001 and f1721303 was performed and it was found that the lots met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was not returned. The event reported as ¿the white advancer tube did not expose¿ was not confirmed. Based on the condition of the sterile unused devices and without the return of the device involved in this complaint for a physical analysis, the exact cause of the reported event experienced by the customer could not be conclusively determined. Procedural factors and handling process may have contributed to the event as reported. Neither the device history record review, the sterile unused devices evaluation nor the product analysis suggests that the event experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.